Manufacturer narrative:
Continuation of d10: product ID neu_adaptor_acc, product type accessory product ID 3387-40 lot# v199557, implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for lead reinsertion surgery. In (B)(6) 2025, the adapter was reportedly protruding from the right side of the patient's neck and the lead was coming out of their head. At the time, the wounds were stitched together without replacing the lead. The patient passed away in (B)(6) 2025 and no lead reinsertion surgery was performed. The physician confirmed the patient's cause of death was unrelated to the deep brain stimulation (dbs) device/therapy.